Event description:
During routine testing of the device at the service center, the user reported the roller pump was making noise. The user informed the field service rep about the noise issue, but upon investigation, the field service rep was unable to duplicate the problem. Since the event occurred during routine testing of the device, there was no pt involvement during this event.